Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant imprecision results. Results as follows: date: (B)(6) 2013, inratio 1: 3.4, inratio 2: 2.4, inratio 3: 1.5. It was reported that all 3 test results were obtained within 30 minutes. Pt's therapeutic range is 2.0-3.0.